Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balloon of a 5mm x 20mm armada 35 percutaneous balloon angioplasty (pta) balloon catheter failed to deflate post inflation. There were no reported adverse patient effects. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following information was received. The procedure was performed to treat a calcified lesion in the superficial femoral artery with 90% stenosis. The 5 mm x 20 mm armada 35 percutaneous balloon angioplasty (pta) balloon catheter was advanced with no resistance and was inflated several times to nominal pressure. Negative pressure was held for 30 seconds; however, the balloon completely failed to deflate. The balloon ultimately partially deflated and was removed without further intervention. The procedure was successfully completed with an additional unspecified abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Previously entered estimated date of procedure confirmed to be actual date of procedure. A visual, dimensional and functional inspection were performed on the returned device. The reported deflation issue was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported partial deflation issue and the noted flat balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling.